Manufacturer narrative:
This follow-up report is being filed to correct information. Zimmer biomet became aware of the reported event on january 16, 2017, rather than january 17, 2017 as previously reported.

Manufacturer narrative:
Morrey et al. "Ulnar component surface finish influenced the outcome of primary coonrad-morrey total elbow arthroplasty." Journal title. 21:1229-1235. No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided. Initial reporter - the article was written by in-ho jeon, bernard f. Morrey and joaquin sanchez-sotelo involving the hospitals mayo clinic, minnesota, united states and vitasan medical center, school of medicine, seoul, south korea.

Event description:
It is reported in a journal article that seven patients underwent elbow arthroplasty revisions due to periprosthetic fracture and loosening of the ulnar component one to twelve years post-operatively. Distal osteolysis was also noted in pre-revision radiographs of these patients. No further information is available.